Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had been receiving low blood glucose readings for two nights leading up to the call. Customer reported receiving suspend alerts when her blood glucose level was actually over 100 mg/dl. Customer reported receiving a blood glucose reading of 40 mg/dl earlier in the day of the call. Blood glucose level was 86 mg/dl at the time of the call. No further information was provided.